Event description:
It was reported that the implantable neurostimulator was replaced because the patient always had trouble recharging. There were several occasions when no coupling bars were achieved. The recharger had been replaced previously due to coupling issues with the neurostimulator. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Correction: the serial number of the recharger returned for analysis was (B)(4).

Event description:
Additional information received reported that the saturday following neurostimulator replacement the patient had perfect coupling and continued to have no trouble recharging. She had better coverage and was able to use her new neurostimulator continuously. The patient believed something was wrong with the previous neurostimulator due to the trouble recharging and not having had as good of coverage as with the new neurostimulator.

Manufacturer narrative:
Analysis of the returned recharger serial# nku014095n found no significant anomaly. The recharger was found to lock up and was reset. Analysis of the implantable neurostimulator was not complete at the time of this report. A follow up report will be submitted when analysis of the neurostimulator is complete. Adaptor: model 37092, lot# 254990001, implanted: (B)(6) 2010, explanted: unk; lead: model 39565-65, lot# v548213015, implanted: (B)(6) 2010, explanted: unk; recharger: model 37754, serial# (B)(4); programmer: model 37744, serial# (B)(4).

Manufacturer narrative:
Analysis of the neurostimulator model 37712 (B)(4) found no anomaly. According to the trace report obtained from the ins, the total recharge count is 194. The last recorded recharge session done while the device was implanted was (B)(6) 2012. The device was recharged for 6 hours 37 minutes. The battery charged from 3.81v to 3.89v. The parameter trend diagnostic section of the trace report shows no patient usage after this recharge session. There is no record of the ins going into lock mode. Testing of the recharge function of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The charge time was 3 hours 59 minutes. The ins charged from 3.695v to 4.050v with 100% coupling.